Event description:
It was reported that during implant procedure, the lead could not be passed through the 7f sheath at the svc coil. The lead was replaced and not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of being unable to advance the lead using a 7f introducer was confirmed. Analysis found medical adhesive damage at 35.5cm from the connector pin. The damage found was sustained during the surgical procedure. The lead was otherwise normal.